Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A pairing, calibration, performance, range test was performed and passed. A review of the receiver logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.